Manufacturer narrative:
The referenced monitor was not returned to the manufacturer for service/evaluation. The cause of the reported sparking cannot be confirmed at this time. However, if additional information becomes available or if the monitor is returned at a later date, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that during a procedure the monitor reportedly sparked while over the patient and all power was lost to the monitor. There was no patient injury reported. Biomed at the user facility noted there were no mounting screws holding the ac input socket on the back of the monitor.

Manufacturer narrative:
The referenced monitor was returned for evaluation due to ¿the monitor sparked while over the patient and the all power was lost to the monitor. No mounting screws holding the ac input socket on the back of the oev-262h monitor¿. A visual inspection of the appearance found no charred marks, but the plug holder of the ac in socket was found to be missing. The two screws holding the ac socket are non-olympus parts, and 1 screw head holding the ac metal frame was stripped. To check for functionality, the monitor was powered on and all the input/output signals appeared to be normal. The front panel buttons were working properly. The power indicator light on the front panel started blinking intermittently when the test dc power adapter was manipulated. In addition, a small spark occurred inside the test dc power adapter when it was wiggled. The monitor dc power input socket felt loose and failed the electrical safety test intermittently. Troubleshooting was performed and found internal wirings of the ac/dc sockets section appeared to be bent sharply with scratch marks on the cable insulations. Therefore, a small spark was seen at the test dc power adapter when it was wiggled due to the damaged internal wirings of the dc/ac sockets. There were no burn marks or charring stains noted inside the monitor or pc boards. The monitor input/output signals were still working properly. Based on the evaluation results, the monitor had been tampered by third party personnel and cannot be ruled out as a contributory factor to the cause of the reported event.